Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported during the second day of impella rp support, the position of the pump was not accurately sensing the location within the heart when compared to an x-ray image. As a result, the impella rp too deep and was pulled back. The patient was withdrawn from care two days later and outcome at explant was expired. Given the limited information surrounding the details the patient's condition and cause of death the impella cannot be excluded as a possible contributing factor.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The root cause of the positioning issue was unable to be determined as no logs or product were returned for analysis. G1: updated manf. Email address.